Event description:
(B)(6) was ordered for fentanyl dose of 0.5mcg/kg/hr on (B)(6) 2012. Fentanyl 10mcg/ml, 20ml volume in a 30ml syringe, patient's weight was (B)(6). On (B)(6) 2012 morning, the dose was changed to 0.4mcg/kg/hr. A new syringe was reported to be changed out around 8pm on (B)(6) 2012. The nurse realized on (B)(6) 2012 about noon, that the dose ws being infused at 4mcg/kg/hr. Patient did not exhibit any adverse effect from the high dose. Patient has been on narcotic since surgery on (B)(6) 2012. Customer is requesting an event log review. Event log and dataset from the pcu was sent. There was no patient harm reported and no medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed.